Event description:
It was reported that the pacemaker was explanted due to an unknown reason. The pacemaker was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker was explanted due to an unknown reason. The pacemaker was replaced. No additional adverse patient effects were reported. Additional information was received indicating that the pacemaker was explanted due to an infection.